Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "during the late night and night spo2 was measured with a deviation 71-93% - (dropped within few minutes). The staff decided to unmonitored the patient from the philips spo2 sensor and to use instead a spot check device every 15-30 minutes, which measured a fine spo2. During the night the patient deviated on all other parameters. Once again, the philips monitor was used and showed a spo2 of 96%. An arterial blood sampling gave at the same time 84% sao2. It is not known for how long the patient has had such a low spo2". No adverse event involving patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.